Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 20, on insulin pump that was not related to the cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place affected pump into storage mode, transfer pump settings and reconnect continuous glucose monitor on replacement pump, and return problematic device using prepaid label.